Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive a low battery alert prior to the replace battery now alarm. The customer's blood glucose value was 6.5 mmol/l. It was also stated that the insulin pump received a hardware low level failures. The customer was assisted with the troubleshooting. The customer declined to perform the troubleshooting for the high blood glucose. The customer performed self test and the insulin pump was able to rewind. The device will be returned for the analysis.